Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer reported that he obtained blood glucose readings of 600, 511 and 511 mg/dl on a contour xt meter. The customer had no hyperglycemic symptoms. Upon repeat testing with his family's device, he obtained a reading of 107 mg/dl. The differences between readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.